Event description:
It was reported that a trained physician attempted arteriotomy closure with a starclose vascular closure system after an unknown procedure. The physician could not fire the clip as the wings were collapsing before the trigger could be pushed. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot info has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant info. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.